Manufacturer narrative:
It was reported that the red button on the left side allegedly will not work. No injury reported. The actual device was evaluated and the customer complaint was confirmed.

Event description:
It was reported that the red button on the left side allegedly will not work. No injury reported.